Event description:
Physician saw object floating in ett and nose of the ventilator. The item was suctioned out of the pt's ett and placed in a biohazard bag. Upon investigation, the object suctioned out of the pt's ett resembles the blue balloon off of the end of an arndt endobronchial blocker.